Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission 05/02/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump's black box history was reviewed and showed evidence of reboots. Evaluation revealed a battery compartment crack that extends from the threads to case seal. The threads on the returned battery cap were observed to be stripped. The returned battery cap was unable to maintain an electrical connection; power loss was duplicated with the returned battery cap. A new test battery cap was able to carefully tighten to the pump. The pump was exercised for 24 hours with test battery cap with no power issues occurring during testing. A 29 hour flow accuracy test was performed. The pump was found to be delivering insulin within the required specifications. Unrelated to the complaint, during evaluation, the audio bolus cover was found intact but the button did not respond to user presses. The audio bolus button cover was removed to investigate and the slug under the button cover was found to be missing. The pump cover was removed and no internal moisture was observed. No damage to the printed circuit board or components was found.

Event description:
On (B)(6) 2013, the reporter, the patient's mother, contacted animas and alleged that as result of multiple power interruptions, the patient's blood glucose (bg) was 500 mg/dl with symptoms of mild nausea and extreme thirst. Patient's mom reports a crack along battery compartment of pump that has been there for several weeks, and the pump is intermittently losing power. Patient has taped battery cap to pump. The cap has not been replaced for 7-12 months. Patient is taking correction boluses via insulin pen. Patient is currently off pump and contacting a health care professional for backup plan. This complaint is being reported due to the allegation that a patient on insulin pump therapy developed hyperglycemia related to the pump intermittently losing power. Use error cannot be discounted as a contributing factor, as the user guide instructs patients not to use a damaged pump, and to replace the battery cap every 3-6 months to maintain the connection to the battery.